Manufacturer narrative:
Reliability laboratory technician. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an integrated circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.